Event description:
Subsequent to the initial report filed, it was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior portion of the foot was broken off and was not returned. About 1/2 inch of monofilament was exposed at the guide and the needle tip was still attached to the rail end. A bilateral cuff miss also occurred because no cuffs were engaged to the needle tips. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and missing the cuffs strike the foot, breaking it as evidenced by the dent on the needle tip. Since the needle trajectory is checked during manufacturing, the most probable cause for the posterior foot break and bilateral cuff miss is related to operational context in the use of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency. Based on the investigation findings, the foot break and cuff miss experienced appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection deficiency was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.